Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on l2 lead. Surgical intervention was undertaken wherein the leads were explanted and replaced. During the revision the l1 lead was inadvertently pulled out of position so had to be removed as well as intended lead. Effective therapy was established.